Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The failure to detect an upstream occlusion was reproduced and confirmed through eval. The device investigation found a broken component on the processor printed circuit board (pcb) which is used in the upstream sensor circuit. The broken component was the cause of the failure to sense the upstream occlusion. The ultrasonic readings were found to be above spec due to this issue. The processor pcb was replaced.

Event description:
During baxter's functionality testing, a spectrum pump failed to detect an upstream occlusion. There weas no pt involvement.